Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on (B)(6) 2021. No further investigation is required. D6b explanted date: (B)(6) 2021. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an adverse event where physician was unable to remove the sensor in the first attempt made.